Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "general risk - failure - balloon burst" was confirmed based on the evaluation of the provided imagery. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined. A review of the device history record, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. The complaint description states, "during the procedure, upon full inflation of the commander ds balloon ruptured." The balloon burst could be potentially from multiple factors (i.e. Calcified annulus/leaflets, additional inflation volume, and previous implanted valve). While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, interaction with the native or pre-existing valve can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Due to lack of device and relevant procedural/patient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve in the aortic position. During the procedure, upon full inflation of the commander ds balloon, the balloon ruptured. The valve was fully deployed and no harm or complications to the patient occurred. The commander ds with ruptured balloon was easily removed via the esheath without issue or harm to the patient.